Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what device and what cartridge was used with the slr? Is there alleged deficiency with ech60r, endocutter that may have caused or contributed to the post-op leaks? Please provide detail with potential correlation. Could you please provide a timeline of events? What is the current patient status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that three to four weeks post-op of three gastric bypass procedures that three patients returned with post-op leaks. A drain was inserted but no other treatment was communicated. Patient status is currently fine.